Manufacturer narrative:
Updated data: b1. Adverse event and product problem. B2. Outcome attributed to adverse event. B5. A second paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that intervention was required. The event is now a reportable serious injury. H6. Annex e codes and annex a codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter aortic valve, the valve failed due to stenosis. Additional information was received to clarify that the actual mode of failure for this transcatheter valve was severe central aortic regurgitation. There was no high gradient, thrombus or plaque formation. It was planned for the patient to undergo treatment two days later.

Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter aortic valve, the valve failed due to stenosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stenosis was confirmed with a mean gradient of 12 millimeters of mercury (mm hg). Subsequently, a 26 millimeter (mm) non-medtronic transcatheter valve was implanted as treatment.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.